Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the imaging window was entangled. No imaging core windup was found within the telescope section or the sheath section of the device. Impedance test showed an electrical open at the proximal end of the catheter, between 130-140 cm from the distal housing. Based on the evidence, the as reported code of image lost can be confirmed. The twist found during the visual inspection and the open proximal found during the impedance test could have contributed to the reported issue.

Event description:
Reportable based on device analysis completed on 02 sep 2024. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for an ultrasound examination of the target lesion, but image loss occurred. The procedure was completed with another of the same device. No patient injury or complications were reported. However, device analysis revealed that the imaging window was entangled.